Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the clamp arm fully detached and it was returned with the device. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that during an unknown procedure, the instrument had tissue pad detached. A piece fell into the patient and was retrieved immediately. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .one device is being returned.